Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was admitted due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl. Customer was alleging insulin pump for over delivery. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food and glucose tablet. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did allege insulin pump was over delivering insulin because customer's blood glucose went low after using insulin pump. The insulin pump and reservoir will not be returned for analysis.